Manufacturer narrative:
Concomitant medical products: pump/(B)(4); cat#: 1103; exp date: 06/30/2018; mfg.date: 06/30/2016; (B)(4); this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Hvad pumps (B)(4) were not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pumps from performing as intended. Review of the manufacturing documentation and sterility certificates confirmed that the associated devices met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator during routine patient updates that the bivad patient was admitted to hospital on (B)(6) 2016 for hypotension and bacteremia. The patient was residing in a long term acute care hospital (ltach) and then was taken to the emergency room (ER )at an outside hospital (osh) with a fever, signs of sepsis, and many bed sores. Blood cultures taken at osh were positive for vancomycin resistant enterococci (vre) bacteremia. The patient was started on intravenous (IV) linezolid and high dose daptomycin. The patient had developed multi-drug resistant organisms (mdro) of the blood and was not responsive to antibiotics. A sputum culture from (B)(6) 2016 was positive for pneumonia/pseudomonas as the patient had developed hospital acquired pneumonia. After the family consulted with infectious disease (ID), a decision was made to consult palliative care. The family decided to withdraw care on (B)(6) 2016 and the patient expired shortly thereafter. The patient's international normalized ratio (inr) on (B)(6) 2016 was 2. The family declined autopsy and therefore the pump is still implanted and will not be returned. The site is disposing of peripherals. The clinical team states that death is not related to pump, and is relating death to sepsis and multi-system organ failure (msof).

Manufacturer narrative:
This complaint, MFR # 3007042319-2017-00216, was entered as a duplicate from MFR # 3007042319-2016-04158. No additional information will be forthcoming.